Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7075363.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptom of drainage from the incision site was noted. The physician believed that the infection was not device or procedure related. The patient was treated with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively, and the explanted devices were kept by the medical facility.